Manufacturer narrative:
It is unknown if initial reporter sent report to FDA. This event occurred in (B)(6).

Event description:
The customer received questionable results for alkaline phosphatase (alp) on the cobas 6000 core analyzer for one patient sample. The initial result for alp was 411 u/l. This result was flagged with a delta check by the customer's laboratory information system. The sample was repeated which gave a result of 140 u/l. The customer could not reproduce the initial result for alp. The initial result was not reported outside the laboratory. The patient was not treated based on the initial result. Calcium reagent lot number, 622035.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2010-02425.

Manufacturer narrative:
Investigation of the data provided indicated a possible cause for the high alp result was carry-over of particulates, such as fibrin clots or leukocytes, by the sample probe. These particulates may have been present because of the short sample centrifugation time used by the customer. The tube manufacturer recommends spinning the sample for at least 10 minutes, the customer was only spinning samples for 7 minutes. The patient was not affected by the event.